Event description:
Customer repeats all high troponin results to verify the elevated values. One patient gave troponin t result of 0.047 ng/ml (accompanied by a data flag). Same sample, repeated twice on (B) (6) 2010, gave 0.010 ng/ml each time (both results accompanied by data flags). Sample was spun for 10 minutes at 4600 rpm. Troponin t reagent lot was 00155917. No adverse events were reported.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Calibration and quality control results did not indicate an issue. Based upon information provided by the customer, the high troponin t result may have been caused by pre-analytical issues. The specimen clotting time was too short. In addition, the customer is using a short centrifugation time with a high g-force that is above manufactuer specifications. No adverse events in relation to the highflyer were reported by the customer.